Event description:
Medical affairs has been unable to get a hold of the patient and will be sending the patient a letter to obtain more clinical information. Based on the information provided, this case is being reported as a malfunction. Patient was experiencing symptoms of blurry vision, nausea and feeling thirsty at the time of testing. Segments were missing on the meter. Patient took insulin after attempting to use the meter. Patient was taken to the hospital and was treated with food and/or insulin. No information on what the reaing was at the hospital. Customer service is sending patient a new meter.